Manufacturer narrative:
Lvp s/n (B)(6) is no longer considered to be a source.

Event description:
It was reported that a patient was over infused with medication that was supposed to run for 4 hours. Although requested, no further event or patient information was provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported that a patient was over infused with medication that was supposed to run for 4 hours. There was no patient information.